Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was involved in a bicycle accident and the insulin pump was damaged. The customer's blood glucose reading at time of call was 312 mg/dl. It was stated that the customer was riding her bike and there was a car pulling out of a parking spot and hit her. The customer was hospitalized due to a broken leg and a concussion. A replacement of the insulin pump was requested. No further info was provided.